Manufacturer narrative:
Customer's complete address is (B)(6). In addition to the reportable malfunction mentioned, the bezel and rear cover of the device was found to be broken. The x-board connector and shield plate was found to be deformed. The equipotential terminal was found broken, ac and dc bracket quoted. The legal manufacturer¿s investigation is ongoing, and if new and relevant information becomes available later, this report will be supplemented.

Event description:
No reported customer¿s complaint. However, based on the evaluation of the returned device, it was reported that the monitor was turning off after five minutes and was automatically turning on due to a defective printed circuit board (g1 board). Lines in image from the dvi port due to a defective printed circuit board (qb board). No patient or user harm reported. This MDR is being submitted to capture the reportable malfunction found during the evaluation of the device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the device and its current status. It was reported that the subject device was an asset device (demo unit). The device has been repaired, and returned to stock.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image and the monitor turning off most likely due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.